Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer's sensor was stuck in the serter, but also that his blood glucose was 528 mg/dl. The customer treated her hyperglycemic episode with the pump. Troubleshooting occurred and the customer was able to fire the sensor into her body; however, the customer was advised to discard the sensor if it does not perform well since a replacement was on its way. No products were returned and a replacement sensor was shipped to the customer.